Event description:
It was reported that the patient experienced high impedances on leads. The patient underwent a leads replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility.